Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse was getting non-recoverable alarm 81. Had turn arctic sun device off and on and resume current therapy. Explained that if alarm recurred this device would need to go to biomed.

Manufacturer narrative:
The device was not returned. The reported issue was inconclusive. The root cause of the reported issue could not be identified. The nurse was getting non-recoverable alarm 81. Had turn arctic sun device off and on and resume current therapy. Explained that if alarm recurred this device would need to go to biomed. Per follow up information received via task on 12mar2025, spoke with nurse who confirmed no further issues after device reboot. Device remained in service and therapy completed. The instructions-for-use were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. Correction: b, d, e, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse was getting non-recoverable alarm 81. Had turn arctic sun device off and on and resume current therapy. Explained that if alarm recurred this device would need to go to biomed. Per follow up information received via task on 12mar2025, spoke with nurse who confirmed no further issues after biomed came to floor and completed a device reboot. Device remained in service and therapy completed on other device.